Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken, but is held in place by suture. This type of anchor breakage at its distal tip is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, a user technique issue. Other than this possibility, we cannot discern a root cause for this failure. Follow up requests have not yielded additional information regarding the technique or the bone quality to determine a definitive root cause. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure mode, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). (B)(6).

Event description:
It was reported by the affiliate that the surgeon used the awl and the tap, then he began screw the anchor in the good direction, but after few rounds, the nose of the anchor broke. The procedure was completed with a same like product.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken, but is held in place by suture. This type of anchor breakage at its distal tip is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, a user technique issue. Other than this possibility, we cannot discern a root cause for this failure. Follow up requests have not yielded additional information regarding the technique or the bone quality to determine a definitive root cause. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure mode, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.